Event description:
The user facility reported a 79-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support, there was an observation made of saturated flows after three days. The pump was explanted but not replaced as the patient admitted cardiogenic shock had recovered hemodynamically.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported saturated flow has been completed. No product was returned for a visual inspection. Data log analysis confirmed a gradual decrease in purge flow and gradual increase in pump flow followed by purge pressure spikes. According to the clinical, on the third day of impella 5.5 support saturated flow was recorded. No attempts were made to resolve the issue, and the decision was made to explant the pump to avoid a potential pump stop. Upon explant biomaterial was observed. The most likely cause of the saturated flow was biomaterial. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿